Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was aborted. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. Fse recreated the image storage of frontal image processing pc(ippc) which resolved the issue. After the image storage of ippc was recreated, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an error message of ¿no disk space¿, which can impact imaging. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.